Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Helix mechanism was extended with dried blood and body fluid around the helix. Stylet insertion did not exhibit any abnormalities. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement and loss of capture (loc) as there were no conduction issues and helix was undamaged.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, detected as a loss of capture (loc) and verified through x-ray. No additional adverse patient effects were reported.